Event description:
It was reported that the pulse generator migrated. The patient was advised of this issue in 2012 but did not want an intervention. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.